Event description:
Note: this is the fourth of four reports involving the same patient (refer to medwatch reports #6000050-2007-00123, 00124, and 00125). In 2007, it was reported to boston scientific corporation (bsc) that a bsc tracheobronchial stent (specific model unknown) was used in a tracheal stent placement procedure in october 2003 (male patient, age and weight unknown). According to the complainant, the patient presented with shortness of breath in 2003. After meeting with doctors, patient learned that he had a nearly collapsed trachea affecting his breathing. In the following month, a stent placement was performed. Shortly after the procedure, the doctor examined the condition of the stent and learned that it had collapsed and fractured soon after placement. Patient underwent surgery in order to remove the stent, which, because of its decomposition, had to be removed piecemeal. Including the first procedure performed in the same month, the patient underwent at least four tracheal stent placements, all involving stents manufactured by boston scientific corporation. All of the stents collapsed or fractured or otherwise broke down, requiring surgery for their removal." And, reportedly, the patient "has experienced persistent, unrelenting pain throughout his body; has developed adverse medical condition; [and] cannot perform his usual duties."

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis is not available, and the relationship between this device and the cause of the event is undetermined.